Manufacturer narrative:
(B)(4). A review of lot f1715901, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was pulled out/dislodged of the patient's skin and there was bleeding. The patient was noted to be thin. The vcd was being used in conjunction with an unspecified procedural sheath introducer following a "tfca" procedure. The vcd advancer tube was held in place at the skin while removing the vcd balloon catheter.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) sealant was pulled out/dislodged of the patient's skin and there was bleeding. The patient was noted to be thin. The vcd was being used in conjunction with an unspecified procedural sheath introducer following a "tfca" procedure. The vcd advancer tube was held in place at the skin while removing the vcd balloon catheter. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the vacuum lock syringe connecting to the device. The procedural sheath and sealant were not returned with the device. The advancer tube was observed on the catheter, covering the balloon as received. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged distal tamp lock, per the mynxgrip instructions for use (IFU). Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is unknown if the device was manipulated after use; however, the condition of the returned device indicates an incomplete removal of the device. Based on the information provided, the condition of the returned device and the investigation performed, the reported event of ¿sealant dislodged¿ was confirmed and the root cause of the reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use (IFU), step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.